Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, the inserter instrument became blocked intraoperatively. The inserter was not able to be used. Reportedly a titanium elastic nail is blocked in the inserter. It was reported the prolongation of surgery time was about 30 percent.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the performed investigation has shown that a ten nail is stuck in the chuck, also the head of the instrument shows severe damage at the area of the cannulation. No material or manufacturing fault was found. The severe damage to the head and jaws (one of the hardened clamping jaws presents a plastic deformation) indicates that the chuck was closed with excessively high forces or that the nail has been strongly bent during the insertion of the nail. Placeholder.